Event description:
Customer reported a button error alarm. Customer's blood glucose was 247 mg/dl. The customer also inquired why her blood glucose was high. The customer declined to troubleshoot. She stated her insulin pump may have been exposed to moisture, which may have caused the button error. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.